Event description:
It was reported that the pump exhibited a primary audible alarm and a background test failure. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿primary audible alarm, background test failure test" was confirmed by turning on the pump and checking the alarm history. Verified that the error code is found in the alarm history. Device is repaired by replacing the main board and speaker. The probable cause was the faulty main board and speaker. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.